Event description:
It was reported there was noise on the lead. It was capped and replaced. There was also a report from the patient, stating he had received nine shocks. Additional information from an attorney alleges the patient "suffered injuries as a result of the malfunction".

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was noise on the lead. It was capped and replaced. There was also a report from the patient, stating he had received nine shocks. Additional information from an attorney alleges the patient "suffered injuries as a result of the malfunction". Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.